Event description:
A power supply box that was resting on small rolling table fell off the table, hitting an anesthesia tech in the head. The tech was stationed next to the table and while bending down the table has moved (e.g. Pushed, bumped) causing the power supply to fall. Specifics were not released. Tech was sent to ER for scan of head.